Manufacturer narrative:
The investigation determined that lower and higher than expected vitros phenytoin (phyt) results were obtained from two different vitros phyt slide lots using two levels of non-vitros biorad quality controls and a single level of vitros performance verifier (pv) fluid tested on a vitros xt 7600 integrated system. The assignable cause of the event was an instrument related performance issue. A vitros phyt within-run precision test was outside of acceptable guidelines and acceptable performance was obtained after an ortho field engineer replaced the immunowash fluid pump. Vitros phyt slide lots: 2628-0189-3080 and 2628-0189-4973 cannot be ruled out as contributing to the event as historic quality control results indicated within-lab imprecision occurred prior to the event. However, since two different slide lots were affected, it is unlikely a performance occurred on two different slide lots. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with either vitros phyt slide lot: 2628-0189-3080 or vitros phyt slide lot: 2628-0189-4973.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected vitros phenytoin (phyt) results were obtained from two different vitros phyt slide lots using two levels of non-vitros biorad quality controls and a single level of vitros performance verifier (pv) fluid tested on a vitros xt 7600 integrated system. Vitros phyt slide lot: 2628-0189-3080: biorad level 2 lot: 85350 vitros phyt result of 37.3 umol/l versus the baseline mean result of 51.4 umol/l biorad level 3 lot: 85350 vitros phyt results of 101.8, 60.1, 65.9 and 46.8 umol/l versus the baseline mean result of 84.1 umol/l vitros phyt slide lot: 2628-0189-4973: vitros pv ii lot: u1398 vitros phyt results of 65.0, 54.7, 57.5, 52.7, 59.5, 55.7, 60.0, 54.4 and 55.3 umol/l versus the range of means midpoint result of 83.15 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected results were obtained from non-patient quality control fluids. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers: (B)(4) and reportability assessment (B)(4).